Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was inoperable. The patient last felt stimulation in (B)(6) 2019. As a result, the patient underwent surgical intervention in which the ipg was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The brand name should have been eon rechargeable ipg, 16-channel rather than being blank.